Event description:
Additional information was received, it was reported the spinal cord system was removed and the device was discarded.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they do not remember how to use the equipment to get the therapy to work again. Patient mentioned that they are having some issues with their back hurting and they need to find out how to get it working again. When asked about the pain pt said their pain never really went away and they were not aware of the pain until a month ago when they noticed the pain was not good. Pt also lost 100 pounds 2 or 3 months ago and their ins battery was not stationary for it moved. During call pt plugged the controller into the ac power supply and got memory problem; pt set up date and time. Pt verified the controller was recharging with a green light. Pt will continue to recharge the controller then attempt to recharge the ins. Additional information was received from the patient. They reported the same issue and said that they haven't charged or used stimulation since "on (B)(6) 2022" and might have ins taken out. They wanted to know what to do with equipment. Redirected to healthcare provider (hcp). Additional information was received, it was reported the patient no longer used the implant nor were they using pain medications. After on (B)(6) 2022, the patient lost 85 lbs and the battery started shifting and caused discomfort. The patient could not sleep on their back for any length of time or on their left side. The battery would slip and move up, down, or pushed inward, so they decided to have it removed. The patient's battery would be removed on (B)(6) 2025.